Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, a lockout occurred during the first firing of the lsg. While firing on the antrum with black reload with no buttress the knife blade moved forward briefly then stopped. There were no staples deployed and no transection of tissue. The surgeon removed the device from surgical field and opened a new device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes, I high pitch than normal motor sound. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with two ecr60t cartridge reloads partially fired present. After further analysis the knife was noted to have a feature missing that can potentially result in the device locking out. The device was tested for functionality in the straight position with a vascular cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.